Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect anti-(B)(6) reagent has generated a false negative result on a patient sample. In (B)(6) 2010, the result was repeatedly non-reactive at s/co 0.27 and s/co 0.34. The sample was then tested in (B)(6) 2010 and the result was again non-reactive at s/co 0.23. The sample was then tested by the biorad evolis, monolisa (B)(6) ag ultra and inno-lia (B)(6) score methods and all of the results were reactive. The viral load was undetectable. There was no adverse impact to patient management reported.